Event description:
The reporter indicated that she was having communication issues with her programming system. Troubleshooting steps were performed and the reporter indicated that the communication errors were believed to be the result of a defective serial adapter cable. Good faith attempts for product return have been unsuccessful to date.